Event description:
A malfunction, identified by code malf 12, was reported. Customer's blood glucose level did not exceed 500 mg/dl and was within normal range. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.